Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the clutch of the swap pedal was stuck and replaced the footrest assembly to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the footrest assembly involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation reproduced and confirmed the customer reported complaint surgeon was not able to swap from arm 3 to arm 4¿. Installed the footrest assembly into the pca xi test system and was unable to switched arms because the swap pedal was stuck.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon was not able to swap from arm 3 to arm 4 on one of the surgeon consoles (console information not specified). The system is a dual console system, and the surgeon has moved to the other surgeon console and proceeded with the case. The caller handed the phone to surgeon, who confirmed he would not like to troubleshoot at the time, but requested system be fixed and he hung up the phone. Onsite logs were not available. The surgeon did confirm prior to hanging up that he was proceeding with case from the other surgeon side console (ssc). The procedure was converted to another dv with no reported injury.